Event description:
It was reported that while using the bd safetyglide¿ the safety mechanism is loose. The following was received from the initial reporter: there is a raised rubber piece that appears to have come loose. It seems it would interfere with getting an accurate draw/dose. It is white in color not black.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.